Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The cine bridge board and connections were re-seated. The cine drive was re-formatted. The system was tested and is operating as intended.

Event description:
The customer reported missing cine images on the 9900 system. No pt injury was reported.